Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that at the follow up clinic the patient was unwell with swollen legs. An echocardiogram was ordered and intravenous lasix was given. Aortic insufficiency was noticed. They were readmitted at the hospital for monitoring. They were to receive a transcatheter aortic valve implantation (tavi) on (B)(6) 2026.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic insufficiency could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, is currently available. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient did nor have aortic insufficiency prior to left ventricular assist device (lvad) implant. Results of the echocardiogram was not available and it was unknown if the device contributed to or worsened the aortic insufficiency. However, the issue was resolved with transcatheter aortic valve implantation (tavi) procedure. The patient was reported to be in a stable condition.